Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage e, with a history of known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. The patient developed bleeding from the insertion site, and 1 unit of blood was administered. Care was later withdrawn, and the patient expired. The reported major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The death is conservatively being reported to the impella cp: however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition, as they presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3, g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 (brand name); d4 (serial). The cause of the access site adverse event was not determined due to insufficient clinical details.